Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital, (B)(6). Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature was no longer displayed in an arctic sun device during patient use. Per review of wo on 13apr2026, device was used on patient and there was no patient injury report.